Event description:
It was reported via repair work order that there was smoke coming from the unit due to a pinched wire in the terminal block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.